Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
After a smart stent was implanted, it was reported that the saber balloon catheter was delivered to the lesion for post dilatation but ruptured at ten atmosphere (atm). There was no patient injury. The device was removed and replaced with a non cordis balloon catheter to complete the procedure successfully. The target lesion was the superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
Additional information was received from the customer regarding device preparation. After a smart stent was implanted, it was reported that the 5x40mm 155cm saber rx balloon catheter (bc) was delivered to the lesion for post dilatation, but it ruptured at ten atmosphere (atm). There was no patient injury. The device was removed and replaced with a non cordis balloon catheter to complete the procedure successfully. The target lesion was the superficial femoral artery. The balloon was used for a post dilatation in a stent, and the lesion was not calcified, not tortuous, no angulation and the rate of stenosis was 0%. The device was prep normally. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast to saline ratio is 5:5. A competitor¿s inflation device was used during the procedure which was used successfully with other devices. There were no damages noted after the device was removed from the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. There were no difficulty crossing the lesion. The device was prepped according to the instruction for use (IFU). The product removed intact (in one piece) from the patient. There was no excess force used during prep. There was no damages noted to the device packaging. There was no difficulty removing the device from the packaging. No other information was provided. The device was not returned for analysis. A device history record (DHR) review of lot 17432648 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.